Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patients leads had migrated. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The leads were discarded.